Event description:
It was reported that the right ventricular (rv) lead exhibited elevated rv defibrillation impedance and a rv defibrillation impedance spike. It was further noted there was noise in the pace/sense-channel during pocket manipulation, along with a suspected lead fracture. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range. It was noted on 2015-(B)(4), the rv coil impedance spiked to 226 ohms from a trend in the 50-70 ohm range.